Event description:
It was reported that during a stenting procedure, the catheter froze on the guide wire. The lesion being treated was located in the calcified mid superficial femoral artery (sfa). During advancement of the sentinol biliary stent delivery system on another manufacturer's guide wire, having gone over the bifurcation with a contralateral approach, the catheter became stuck on the guide wire. Both devices were removed as one unit losing position. The physician then advanced another wire and successfully deployed an unspecified stent. No patient complications were reported, and patient status was reported as 'okay'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).